Manufacturer narrative:
(B)(4). We received 4 used and completely filled easypump ii lt 100-50-s without packaging. The 4 received samples were subjected to a visual exam. Damages which could lead to leaks were not detected. In as received condition, the white clamp was closed at each sample. The original wing caps were missing at the pt connector, the pt connectors were closed with 4 combi stoppers blue. After opening the top cap and removing the closing cone, we detected crystallized drug residues at the filling port (lli-cone) at the 4 samples. Furthermore, we detected residues of fluid respectively crystallized drug residues inside the lla-cone of the pt connector at the 4 samples. After removing the combi stopper blue and opening the white clamp, solution was running at 3 samples. At one sample we detected no flow. Leaks were not detected. Furthermore, we tested the flow rate of 3 samples. Nominal: 2ml/h. Actual sample 1: 2.0ml in 1 h; 3.8ml in 2 hrs; 5.7ml in 3 hrs. Sample 2: 1.9ml in 1 hr; 3.9ml in 2 hrs; 5.6ml in 3 hrs. Sample 3: 1.6ml in 1 hr; 3.6ml in 2 hrs; 5.2ml in 3 hrs. During the test of the flow rate we did not detect any leaks at the 3 samples. We have informed our production site accordingly. A follow-up report will be provided after the istatment is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): impossible to start die easypump. Drug: 5fu.